Manufacturer narrative:
The product was said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the shaft of the cypher sds broke at an unknown point during use. There was no report of patient injury. Additional patient and procedural information has been requested, but has not been forthcoming as yet.